Event description:
It was reported that the neurostimulator was not working properly with open impedances detected across all lead contacts. The lead was identified as the issue, and the patient underwent removal of the previous lead and reimplantation contralaterally with a smaller battery size device. The patient fully recovered. The patient was doing well post-operatively and seeing improvement with the new device. Both the tined lead and ins were replaced during the reimplantation. There were no patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. UDI for concomitant product, neurostimulator: (01)10810005340455. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the neurostimulator was not working properly with open impedances detected across all lead contacts. The lead was identified as the issue, and the patient underwent removal of the previous lead and reimplantation contralaterally with a smaller battery size device. The patient fully recovered. The patient was doing well post-operatively and seeing improvement with the new device. Both the tined lead and ins were replaced during the reimplantation. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The tined lead was returned for evaluation. Visual inspection of the tined lead revealed all the electrode wires were broken. The tined lead wires were deformed at one location. The tined lead did not pass the resistance test. A media inspection was performed and the picture showed all impedances were open. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation is assigned a most probable conclusion code of cause not established. This conclusion was selected because the reason for high impedance and incontinence may have occurred due to a fractured tined lead, but no x-rays were given of the tined lead before explantation. The damage may have occurred during explantation. Therefore, it can be concluded that the icc code cause not established was the most probable cause of the complaint/event.